Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "patient was revised due to pain and lack of range of motion. X-rays show left knee replacement in good position & a large posterior osteophyte on the femur in the lateral view. Primary implants were well fixed, but had to be removed in order to remove osteophyte. A revision tibia with stem and a primary cr femur was implanted for the revision. Primary implants performed as expected, revision was due to bone that was not removed during the primary surgery."